Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found on electronics assembly. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that the pump was in a bra clip next to the body and might have gotten perspiration. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.